Manufacturer narrative:
(B)(4). We are currently in the process of retrieving the device. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthacre (f&p) field representative that the bc191 flexitrunk infant nasal tubing was found to be torn. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk nasal tubing was not received at fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photograph and information provided by the customer. Results: visual inspection of the photograph revealed that tubing membrane of bc191 was torn. Conclusion: we are unable to determine what caused the tubing torn, however the tear is likely to have been caused by pulling of the nasal tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." "This product is intended to be used for a maximum of 7 days." "Do not use if product or packaging is damaged." "Always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." "Do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to loss of CPAP pressure."

Event description:
A healthcare facility in new hampshire reported via a fisher & paykel healthacre (f&p) field representative that the bc191 flexitrunk infant nasal tubing was found to be torn. There was no patient consequence.